Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refy1285 showed eight other similar product complaint(s) from this lot number.

Event description:
It was reported that during placement of the powerpicc catheter in this patient, when flushing the dual lumens during q-syte connector attachment following catheter insertion, liquids leaked at the purple port. The nurse replaced it with another one from another brand, but liquid leakage still occurred. After disconnection and attaching it directly with a pre-flushing flusher, this problem still occurred.

Event description:
It was reported that during placement of the power PICC catheter in this patient, when flushing the dual lumens during q-syte connector attachment following catheter insertion, liquids leaked at the purple port. The nurse replaced it with another one from another brand, but liquid leakage still occurred. After disconnection and attaching it directly with a pre-flushing flusher, this problem still occurred.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a luer hub leak is confirmed but the exact cause could not be determined from the sample provided. One video sample of a 5 fr dl powerpicc catheter was provided for evaluation. The catheter is shown within patient use. A syringe is being used to infuse fluid through the purple luer connector. The clear fluid is observed to leak between the luer hub and connector interface. The characteristics of the components could not be closely inspected from the video provided. Based on the information provided, possible contributing factors include damaged connector or dimensional interference. The presence of a leak was found to be present; however, the lack of a returned sample did not allow for a determination of a root cause.